Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing. The system is functioning as programmed and the lead remains in use. No patient complications have been reported as a result of this event.